Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. A complete break was observed in the white-luered extension tubing at the junction with the molded joint. Tactile inspection of the sample revealed severe tensile weakness throughout the white-luered extension tubing. Microscopic inspection of the break site revealed a sharply defined, dully granular fracture surface. The tubing exhibited an elliptical cross-section at the break site. The break features and tensile weakness were consistent with material failure due to tensile (pulling) stress. The location of the damage suggested that catheter dressing, securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the PICC was initially inserted on the 21st of september. On the 27th, the distal white lumen had snapped off and was found on the floor next to the patient's bedside. At the time, the PICC was capped and not attached to another device. The patient claims he did not tamper with the PICC but "seemed agitated". The PICC was then removed.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refw2458 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was initially inserted on the 21st of september. On the 27th, the distal white lumen had snapped off and was found on the floor next to the patient's bedside. At the time, the PICC was capped and not attached to another device. The patient claims he did not tamper with the PICC but "seemed agitated". The PICC was then removed.